Event description:
It was reported that high out of range shock impedance measurements were noted at the implant when it comes to this right ventricular (rv) lead. No adverse patient effects were reported. The lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted at the implant when it comes to this right ventricular (rv) lead. No adverse patient effects were reported. The lead will be returned.